Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v674524, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v705412, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
A manufacturing representative reported the patient had a loss of therapy, a sudden return of tremor, and the implantable neurostimulator (ins) was off. The patient was uncomfortable not having therapy. The patient was currently in india and did not have their patient programmer. No power on reset (por) messages was noted. The manufacturing representative later reported the patient implantable neurostimulator (ins) was functioning after they were able to turn stimulation on with the recharger. The patient had gone through a security screening on the day of the return of symptoms. The patient's indication for use is parkinson's dual and movement disorders.